Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the implantation of a mechanical valve, the leaflets of the valve could not open or close. This occurred during a surgical procedure involving the 24mm mechanical valve. The issue was identified intraoperatively, and the valve was subsequently explanted and replaced with a new valve of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that leaflet motion was tested with the blue actuator during the implant procedure and the valve was rotated within the annulus in attempt to obtain appropriate leaflet motion. It was reported that the physician did not feel this was a case of patient prosthesis mismatch, there was no impingement of the valve leaflets and the valve was replaced with a 23mm mechanical valve of a different brand. No adverse patient effects were reported.